Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
No additional information reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is complete, a follow-up/final report will be submitted. Event date - the event occurred in (B)(6) 2019. (B)(6).

Event description:
It was reported that the device had a sluggish reaction. The event occurred during surgery with no delay or harm. No adverse events were reported as a result of this malfunction.